Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser no longer enables firing with the button. Additional information has been requested but none has been received.

Manufacturer narrative:
The company service representative examined the system and found that the dr. Filter lever had not been closed completely to enable the laser firing. The system was then tested and met all product specifications. The system was manufactured on july 23, 2013. Based on qa assessment, the product met specifications at the time of release. The operators manual informs the customer that if a dr. Filter is connected to the system, it must be fully engaged to allow the laser to enter ¿ready¿ mode to fire and tells the customer that whether using an endo probe or a slit lamp the system will display a message ¿please engage dr. Filter.¿ the root cause of the reported event can be attributed to a customer use issue, where the customer did not have the dr. Filter completely engaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the reported event occurred before surgery. The laser button that enabled the use of the pedal to shoot did not go into "ready". There was no system message displayed. There was no patient involvement.